Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, and crease fold. After autoclave disinfection process observed: cloudy. Based on the device analysis the final assessment is: there were no issues found related with the manufacturing process.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV. Device has been explanted.